Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an alliance inflation syringe was to be used during a dilatation procedure performed on (B)(6), 2010 (patient age, gender, and weight are unknown). According to the complainant, during preparation, when the package was opened, it was noted that the pressure gauge of the device was broken. The procedure was completed with another alliance inflation syringe. Attempts to obtain additional information regarding this event, the condition of the patient, and patient information have been unsuccessful to date. If any relevant information should become available a supplemental MDR will be filed.